Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020 nine unopened samples of product code m655, lot qbbkhs were received for analysis. The product code is multi-strand and required four strands per packet. During the visual inspection of nine sample, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, detached needle or broken needle were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2020-06750 and 2210968-2020-06749. A manufacturing record evaluation was performed for the finished device batch number qbbkhs, m655g55, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many devices are involved in each case. How each procedure was complete? Please provide procedure date for each case. Please provide event date for each case. Status of product return / follow up.

Event description:
It was reported that a patient underwent an unknown heart procedure on an unknown date and suture was used. During the procedure, when closing the sternum, the needle broke off after the first pass. There were no adverse patient consequences reported. No additional information was provided.